Event description:
It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) had a drive manifold test failure. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, b5, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). Corrected data: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly (d104-00-0031) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer.the following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 27 aug 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev j, sn: (B)(6) asco drive manifold assy. This part was received with a reported unit failure message of fails drive manifold leak test. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed drive manifold assy. Into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed all manifold leak tests and failed drive manifold leak tests with result of vacuum leak diff. Pres. 49mmhg and pressure leak diff. Pres. -95mmhg. The fat dept. Verified the failure message of drive manifold leak test fails. Drive manifold assy. Failed testing. Refer to CAPA 1406400, for more information regarding additional investigation details.

Manufacturer narrative:
Due to character limit in block e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) requires a new drive manifold. No patient was involved.